Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex (cfx) artery. The lesion was pre-dilated with a 2.5x12 emerge mr balloon. A 2.75x16 promus premier stent delivery system was unable to cross the lesion. The physician tried to remove the stent but the stent got stuck on the wire so he pulled the wire and the stent out from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found stretching to the inner lumen and inner lumen bunching/compression. The guidewire was returned with the device for analysis; however an attempt to remove the guidewire from the device was unsuccessful. It is likely that damage and stretching to the inner lumen was caused by some resistance from an object being met while attempting to withdraw the device from the patient. The od of the returned guidewire is within recommended requirements to be delivered through the catheter delivery port system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex (cfx) artery. The lesion was pre-dilated with a 2.5x12 emerge mr balloon. A 2.75x16 promus premier stent delivery system was unable to cross the lesion. The physician tried to remove the stent but the stent got stuck on the wire so he pulled the wire and the stent out from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).